Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to a fractured tibial plate. It was noted that cysts and voids were found medially and centrally under the implant in the patient's bone and were repaired with a bone graft. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures found signs of being implanted and the tibial plate has fractured. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Post revision x-rays were provided. X-rays and medical records were not provided for the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.